Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "stapler malfunction. After 5 or 6 staples it is impossible to continue. No more staples fired". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "stapler malfunction. After 5 or 6 staples it is impossible to continue. No more staples fired". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".